Manufacturer narrative:
The device was not available for evaluation. The patient's spinal curvature worsened and underwent revision vbt surgery, but no damaged of the implants were reported. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a reflect implant due to worsening of spinal curvature post operatively. This event occurred in the UK.